Event description:
It was reported that high impedances (>4000 ohms) were measured on electrode #0 of the patient's implantable neurostimulator (ins). The ins also showed an end-of service (eos)/end-of-life (eol) message. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3093-28, lot #v038980, implanted: (B)(6) 2007, explanted: (B)(6) 2012, programmer model 3037, serial #(B)(4).